Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information has been added to the following fields: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. E216 and blackout were not reproduced after the scope mounting/dismounting, power on/off20 operation, 4 hours of aging, 500 times of release, and operation check by giving minor vibrations to the connectors and the chassis. As a result of checking the instructions for use and labeling of the products, there were no abnormalities that could lead to the phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. An additional complaint record was created to capture the additional reported event: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital. Added here due to character limitation in respective field.

Event description:
It was reported the xenon light source received an e216 communication error that caused the screen to go black. The issue occurred during a diagnostic upper endoscopy procedure. The examination was cancelled and another scheduled colon examination was postponed. The error was not resolved after switching to a different scope. There were no reports of patient harm or injury.